Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during a dilatation of esophagus on (B)(6) 2012. According to the complaint, during the procedure, when inflating with this device, the gauge was reading inaccurately as the needle did not move at first but then moved in the middle. Upon further review of the gauge the physician noted that the distal tip of the needle was touching the dial plate. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during a dilatation of esophagus on (B)(6) 2012. According to the complaint, during the procedure, when inflating with this device, the gauge was reading inaccurately as the needle did not move at first but then moved in the middle. Upon further review of the gauge the physician noted that the distal tip of the needle was touching the dial plate. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. This is a reusable device, therefore there is no expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found no physical damage, but did confirm customer complaint of need stuck at 9 psi. The gauge was disassembled and attempted to reset calibration to zero; however, this was unsuccessful. The damage could have occurred during initial shipment because a stuck needle is usually caused when the inflator is subject to jarring or dropping. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.